Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: did the top jaw break off? Or did the I-blade break off? Or did both jaw and I-blade break off? The jaw broke off.

Event description:
It was reported that during a colectomy procedure, the jaw broke while firing the device. The jaw did not fall into the patient. All of the jaw/blade were retained. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n90h2u. The device was received the upper jaw damaged at the proximal side. In addition, the upper jaw was firmly attached to the device and not missing as was reported. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4).